Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were used to treat the lad and rca. Cec adjudicated non-q-wave mi (target vessel), mdt extended historical peri-pci occurring the same day.